Manufacturer narrative:
Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1000388743, model/catalog description: control pump fgs iz, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 1000394709, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review was unable to be performed as the lot number was not provided. The device instructions for use (IFU) was reviewed. The reported patient symptom of urinary incontinence and tissue damage was found to be listed in the IFU. A risk review was completed and confirmed that the event of urinary incontinence, tissue damage and mechanical issue was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, the cause that contributed to the reported event cannot be excluded as a device problem. Therefore, the conclusions codes of unable to exclude device problem and known inherent risk were assigned to this investigation.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not cycling properly, resulting in recurrent urinary incontinence. During the surgical procedure, a double cuff was identified. While explanting one of the cuffs, a urethral injury occurred. All aus components were subsequently removed, and the urethra was repaired. The procedure was aborted, and a catheter was placed for future management. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptoms are known risk associated with this device type/procedure, and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not cycling properly, resulting in recurrent urinary incontinence. During the surgical procedure, a double cuff was identified. While explanting one of the cuffs, a urethral injury occurred. All aus components were subsequently removed, and the urethra was repaired. The procedure was aborted, and a catheter was placed for future management. No additional patient complications were reported.